Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Study nurse contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Nurse stated that the patient's blood glucose was tested on a central line system. A finger stick was taken as well and the patient was at less than 20mg/dl. Patient was treated for the low with dextrose bolis. Nurse reported that the cgm displayed a bg value of 116 mg/dl compared to bg meter value of 11 mg/dl. Cgm also displayed 'low' compared to bg meter value of 81 mg/dl. No additional patient or event information was provided.